Event description:
(B)(6) study. It was reported that post coronary stenting treatment procedure, chest pain occurred. In (B)(6) 2010, the subject presented with unstable angina (braunwald classification: 1b). Cardiac catheterization was recommended and revealed a 95% stenosed lesion located in the mid right coronary artery. The lesion was 18 mm long with a reference vessel diameter of 3 mm and treated with pre-dilatation and placement of a 3.00 x 20 mm taxus liberte stent. Following post dilatation residual stenosis was 0% and the subject was discharged on aspirin and prasugrel the following day. In (B)(6) 2011, the subject was admitted for chest pain. Two days later, the event was considered resolved without residual effects and the subject was discharged on the same day on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).